Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate ii lvas. No additional related events have been reported at this time. Review of the log file submitted by the account confirmed decreases in speed below the low speed limit. Based on historical experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the low speed events that occurred while the patient was supported by the power module could be indicative of driveline damage. However, evaluation of the returned portion of the driveline did not reveal any areas of wire compromise that would have contributed to the findings observed in the submitted log files. The account reported that the patient was experiencing replace backup battery alarms and decreases in speed below the low speed limit, some of which were associated with power elevations. The patient had a driveline repair and was placed on a grounded patient cable following the repair, but subsequently had a low speed event. The patient was then returned to an ungrounded patient cable and was issued one to use at home. The submitted log files, which contained data from (B)(6) 2020, captured low speed events starting on (B)(6) 2020. Of note, power elevations were captured during some of these low speed events. A decrease in speed below the low speed limit on the power module was also seen after the patient¿s driveline repair on (B)(6) 2020. Approximately 16 inches of the replaced portion of the driveline was returned for evaluation following an external repair. Rescue tape had been applied from approximately 2.5 inches to 13 inches from the controller connector. Electrical continuity testing of the returned portion of the driveline found the wires to be electrically intact. The bionate layer was found to be discolored dark red-brown and the metal braided shield showed degradation consistent with the duration of use. Visual examination found no damage to the wires or the underlying conductors which would have contributed to a functional issue. High potential testing found no breaches in any wire¿s insulation. The heartmate ii lvas instructions for use and patient handbook contain driveline care instructions and detail signs of driveline damage. They state to inspect the driveline daily for cuts, holes, or tears, and that the patient should contact their hospital immediately if damage is suspected. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted and shortly after midnight, and then again around 10am (B)(6) 2020, the patient had a sudden drop in speed and later one was accompanied by a large spike in power. The patient also had replace backup battery alarms during this period. Log file submitted showed 15 low speed advisories between 12:28 am and 10:04 am on (B)(6) 2020. Speed drops were as low as 5500 rpm. This type of behavior has been linked to potential issues with the percutaneous lead and only appeared to be occur when the vad was connected to the power module. The patient experienced several unexplained low speed advisories. X-ray revealed a suspected spot. On (B)(6) 2020, the patient had a driveline splice and was placed on a grounded cable following the splice at 10:43. The patient then had a low speed advisory at 11:02, where the vad speed dropped below the low speed limit. The patient was returned to an ungrounded cable and was issued one to use at home. Additional log file confirms speed drops below the low speed limit (lsl) post the driveline repair that was performed on (B)(6) 2020 in which approximately 19.5 inches of external percutaneous lead was replaced. The patient is at times sleeping on battery power which is not recommended. No additional information was provided.